Event description:
It was reported that during a scheduled cardiac resynchronization therapy pacemaker (crt-p) system implant procedure, the physician had extreme difficulty inserting the leads into the device header ports. The leads were ultimately properly connected to the device, and the surgical procedure was successfully completed. There were no adverse patient effects.

Manufacturer narrative:
The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system, and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.